Manufacturer narrative:
Continuation of medical devices: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Product ID 3387s-40, lot# va0h1pf, implanted: (B)(6) 2014, product type lead. Product ID 3387s-40, lot# va0h1pf, implanted: (B)(6) 2014 product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 04-mar-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 04-mar-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 06-dec-2016, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 06-dec-2016, UDI#: (B)(4). No information for date of event. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the doctor removed the entire system for an infection. The area of the infection was the ins, lead, and extension. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was re-implanted on (B)(6) 2019 after being explanted due to an infection. No further complications were anticipated.